Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the surgery on (B)(6) the surgeon tried to pull out a screw which could not be removed, the extract-screw broke. It was reported that the screw was removed and was performed a second surgery by total hip arthroplasty. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument.. (B)(4). The investigation could not be completed; no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.